Event description:
No additional information.

Manufacturer narrative:
One sample of my8060 was submitted for quality evaluation. Visual inspection of the sample was conducted and there was no visible damages or abnormalities. A smartsite connector was then connected to the texium connector to fill the syringe with water. The syringe was then emptied slowly, and a leak was identified between the union between the texium connector outlet and the smartsite inlet port. The customer complaint of leakage was confirmed. A trend has been identified, and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model my8060 lot number 24055854 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd texium needle-free syringe was leaking. The following information was received by the initial reporter with the following verbatim: it was reported that an additional sample was returned for investigation, and the defect of leakage was identified on (B)(6) 2025.